Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. It was stated that the device was likely damaged during sterilization processing, as it did not break during surgery.

Manufacturer narrative:
Visual inspection of the returned device was cleanly fractured into two pieces with one of the fragments not returned. The fracture is along the anterior superior edge of the central post. There are also nicks and gouges indicative of use. Dimensions were found conforming to print specifications where measured. The device had been in the field for approximately nine months and used an unknown number of times. The receiving inspection report for the devices were reviewed and identified no deviations or anomalies. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Per the packaging insert associated with the product at time of manufacture, "end of life is normally determined by wear and damage due to use." Based upon the information provided, the root cause is wear and tear from use.